Manufacturer narrative:
Patient city: (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in czech republic. It was reported that the patient's cannula fractured during insertion. No further information available.